Event description:
Pt's ventilator was alarming frequently that led to rt investigating the problem closely. Found the vent not registering the volume set for the pt. On (B)(6) 2014, carefusion rep came to check the equipment att03221 and found missing flow sensor receptacle cover and o-ring which was causing low vte. Vti not affected and was within specification. Pt received correct vti to the parameters it was set to.